Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump and loose drive support cap. Customer's blood glucose level was 240 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen was blank, they replaced the battery and the issue was not resolved. Customer advised the insulin pump fell and broke. Customer advised the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.